Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received e3 - 000 - sales representative

Event description:
Information received does not address the patient's clinical status but notes that one day post implant, when the device was programmed to vvi or voo, the markers showed the correct pacing rate but the device actually tracked p-waves at 50 ppm. When the base rate was programmed to 90 - 100 ppm, the actual rhtyhm was about 50 ppm.